Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc006 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in canada.

Event description:
It was reported by the customer "safety system on port failed. Port needle separated from cover while de-accessing patient's port, exposing port needle. Needle did not make contact with customer or patient. Disposed of properly." It was reported this occurred with four devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "safety system on port failed. Port needle separated from cover while de-accessing patient's port, exposing port needle. Needle did not make contact with customer or patient. Disposed of properly." It was reported this occurred with four devices. This report addresses the second device. Additional information received: it was stated there was no patient injury and no medical intervention required. The device was not pre-tested prior to use. A second device was not needed.